Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that the pump was suspended on (B)(6) 2011 at 8:03 pm, and basal delivery was resumed at 8:03 pm. The bolus history indicates that the patient programmed a 0 unit bolus on (B)(6) 2011 at 8:04 pm. The pump history indicated that the patient again suspended the pump at 8:15 pm, and resumed basal delivery at 8:16 pm. The bolus history shows a second 0 unit bolus at 8:17 pm. The pump was exercised for 29 hours with no issues. There was no defect found on investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that her pump suspended without user intervention. She was able to resume the pump and successfully prime into the air while on the phone with animas customer support.